Event description:
Nellcor puritan bennett received a call from a representative of facility on 10/1999. Representative called to report the following problem: unit has all lights on and will not cycle. Not on pt.